Event description:
Procedure type: skin closure. According to the reporter: subcutaneous suture was used on the lower leg for skin closure. Four days post-operation, the suture unraveled and suture site opened. Re-operation was required to fix it. Patient is under observation, no other patient info is available. There was no additional bleeding, operating time was not extended, and nothing fell into the cavity.